Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported a problem with the durability of disposable sensors. Some sensors stopping measurement after some hours, some after one day. Monitor shows no curve (0-line) and no values. No patient impact or consequences reported.